Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2019. Upon review of the episode from (B)(6) , it was discovered that the patient received inappropriate high voltage shock therapy from the implantable cardioverter defibrillator. The patient experienced an episode of atrial fibrillation (af) with rapid ventricular response followed by a ventricular tachycardia (vt) episode. The device appropriately delivered anti-tachycardia pacing based on programming. However, after the vt rhythm returned to af rhythm, the device did not detect enough sinus rhythm to stop therapy. The patient then received inappropriate anti-tachycardia pacing followed by inappropriate high voltage shock. The inappropriate therapy successfully converted the patient's rhythm to normal. On (B)(6) 2019, the patient presented in clinic and the device was reprogrammed to sufficiently detect for sinus rhythm. No patient symptoms were reported.